Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional also reported ¿t1 hyperintense debris in the subareolar ducts¿ and ¿t2 hyperintense foci in the liver, likely hepatic cysts¿, which are not device-related. Device was explanted and replaced.